Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2018-0073, 005168196-2018-00732. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the right gastric artery using ruby coils. It was noted that the patient¿s anatomy was tortuous. During the procedure, while attempting to advance a ruby coil through a non-penumbra microcatheter, the physician experienced resistance and subsequently, the coil would not advance; therefore, it was removed. It was also reported that the same issue was encountered with two other ruby coils. The procedure was completed using other coils and the same microcatheter. There was no report of an adverse effect to the patient.